Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical department with an unsigned note that stated, "door cam pin broken, door no longer controllable to lever". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received on 04/24/2013. The device was inadvertently re-manufactured by replacing the device door assembly before testing and investigation could be completed. As indicated in section h7, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.